Manufacturer narrative:
Additional information: e1 [event site postal code: (B)(6)]. It was reported that the cs100 intra-aortic balloon pump (iabp) the technician found display is not working properly and no battery backup where display board (0670-00-0640) and both batteries (0146-00-0039) are defective and need to be replaced. There was no patient involvement. Parts are not replaced yet waiting for customer po to be released. In the event that repair is conducted in the future, repair information will be reported through this complaint record.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display and there was no battery backup. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.